Event description:
Has the medtronic spinal stimulator installed. Terrible pain that went untreated by dr. (B)(6). Felt like a bedspring in my back. Made back and leg pain significantly worse. Had it explanted (B)(6) 2023.